Event description:
Revision surgery - due to the patient's knee being loose; the surgeon replaced the femur.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after one year and ten months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint.a review of the product complaint report history showed there have been 8 prior complaints against this part number has 3 similar failure mode pertaining to "device loosening". This is the first complaint from this lot.this investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
The suspect medical device and the concomitant part reported on the initial medical device report were transposed. Additional information: a second concomitant part has been reported. Corrected manufacturer narrative: the reason for this revision surgery was the patient's knee was loose. The implants were in the patient for 1 years and 10 months prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.